Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the device had failures with fluid/patient side occlusion tests was not identified by bd tech support during the customer call. It was recommended that the unit be returned to the depot for repair.

Event description:
It was reported that the device had failures with fluid/patient side occlusion tests. There was no patient involvement.